Event description:
The manufacturer received information alleging a trilogy evo international device "leaking- failing on pressure drop test during service procedures". There was no allegation of patient harm. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy evo international device "leaking- failing on pressure drop test during service procedures". There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the third-party 's service center the root cause of the malfunction was determined to be faulty o- ring on the outlet side panel. The technician recommended replacing the side panel and o-ring to address the issue. Additionally, noted there were no alarms sounded at bench run and no actionable errors located in the logs. No visible cosmetic damage found. A four-year preventative maintenance was carried out for which the muffler assembly, particulate filter and foam filter were replaced. Device passed all testing.